Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis was performed which identified: sharp broken posterior. A dimension measurement in the shell was performed which identify the thickness within specification. A sharp broken on posterior (patch/shell bond edge) assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.